Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, heart problems, and water retention. The customer stated that he was visually impaired and could not troubleshoot without aid. The customer also stated that the insulin pump appears to be working fine. Nothing further was reported.